Event description:
The handheld device was returned to the manufacturer for analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. No anomalies associated with the sd card were identified during the analysis. The flashcard and sd card performed according to functional specifications.

Manufacturer narrative:
Lot #, other, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
It was reported that the handheld screen would not exit with use of the stylus, but that the screen was able to exit later that same day.

Event description:
It was reported that when the menu or exit button is being selected with the stylus, the handheld does not react. During the patient's visit, it was reported that the device interrogation was unable to be performed. It was reported that the problem has been ongoing for quite a while and a hard reset has not resolved the issue.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.